Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/10/2026 h6 component code: g07002 - no device problem found this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 photo analysis: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows two foils of lapra ty from top view and they appears to be sterile with apparent visible damages. Based on the photo the event described cannot be confirmed, since the clips could not be observed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy procedure on (B)(6) 2026 and suture was used. During a laparoscopic hysterectomy procedure, the sales representative reported that the scrub technician loaded the clips and attempted to close a clip on a suture. Twelve clips failed to close as expected. The scrub tech made multiple attempts, but multiple clips did not fully close on the suture. There were no patient consequences reported. Devices are not available for return. No additional information was requested at this time.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 3/16/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 the following information was received: I have received some clips. If you want to send me a return small box glad to send them in to you. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned sample determined that the xc200 (a) cartridge was received with four cavities damaged and with three clips loaded, however, the clips were moved inside of the cartridge due to improper handling of the clips. In addition, the cartridge cavities were noted damaged and one of the clips loaded was noted damaged as if the clips had not been removed correct of cartridge. The clips moved were accommodated in the cartridge and the damage clip was manually loaded on a test device and tested for functionality. Upon functional testing of the clips, the instrument loaded, retained, and deployed 3 clips as intended. Due to the condition of the clips and cartridge, the reported complaint was confirmed by an external cause as improper handling. Ensure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. Please reference the instruction for use for more information. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.